Event description:
Patient having an MRI prior to radiation therapy treatment. Patient was asked to lie on a carbon fiber and styrofoam positional immobilization board, which is MRI safe. After the scan was completed, the patient reported a burning sensation around their shoulder area. There were three areas of concern: one small black area anterior to two blisters located just posterior to the clavicle.